Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer resumed insulin therapy.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.